Event description:
Patient sent to or to have device removed. Device catheter was found to have two longitudinal full thickness cracks. Physician (surgeon) and user facility have requested a qa analysis by the manufacturer. Catheter segment was sterilizaed by user facility before shipping.